Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided. Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that doctor indicates the abutment screw loosened on (B)(6) 2022. The dr. Re-tightened it and sent the patient home. No additional procedures were required on that day. The patient presented again with the same loosened abutment screw on (B)(6) 2022. The dr. Re-tightened it and sent the patient home. No additional procedures were required on that day. Then after a while the patient came in to the office on (B)(6) 2022 with the same loosened abutment screw and it finally broke while trying to re-tightened it. Implant was originally placed on (B)(6) 2019. Implant is still in place. Tooth #30.

Manufacturer narrative:
One (1) scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU) and risk management file. The complaint addressed the 3rd loosening and 1st fracture event for this patient. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. Bone density type was unknown. The reported device was located on tooth site #30. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported mhlas screw is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months from the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (functional loosening) and device (mhlas). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.